Event description:
The procedure was a tibial vessel revascularization, via contralateral groin access. After using the silverhawk ss+ device for several passes in posterior tibial artery, as the physician was removing device back through sfa toward sheath, the wire and device tangled and the physician was unable to pull device back through sheath. The patient was taken to the or to surgically remove sheath/silverhawk from the artery.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
Device evaluation: the silverhawk device was received for evaluation with a guidewire (fractured and/or cut), a guide sheath (cut in two), and a syringe (attached to the guide sheath). The torque shaft of the silverhawk was cut at an angle similar to that of the guide sheath cut. There was a polymer film wrapped around the proximal end of the torque shaft (unknown origin/ composition) that is not referenced in the initial report. The guidewire was wrapped around the silverhawks torque shaft and distal tip assembly. The guide sheaths distal edge exhibited longitudinal deformation suggesting that the guidewire pressed against the edge at a steep angle. The torque shaft sleeve exhibited a longitudinal tear and the guidewire lumen was locked over the distal segment of the cut/fractured guidewire. The guidewire received for evaluation had been sheared proximal to the silverhawks rx guidewire lumen. The procedure report received for this investigation states upon retrieval of the silverhawk catheter, the approach wire became coiled and could not safely retrieved via the sheath without risk of major arterial injury.